Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. Additionally, a malfunction alarm occurred. Customer's blood glucose levels ranged from 140-214 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.